Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noticed there was a large leak coming from the o2 cell. The o2 cell was disassembled and cleaned. The unit was returned to service.

Event description:
The hospital reported that the unit would not ventilate adequately in manual or mechanical mode during a case. The anesthesia unit was swapped out with another one to complete the case. There is no report of patient injury.